Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr), restricted posterior leaflet, enlarged left atrium and dilated left ventricle for a mitraclip procedure. During the procedure, two mitraclip were implanted. After deployment, it was determined that there was a single leaflet device attachment (slda) for the second clip and the clip was no longer attached to the anterior leaflet. Third mitraclip was attempted but was not implanted. Imaging was difficult. The final mr was grade 3+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported single leaflet device attachment (slda) cannot be determined. The reported poor image resolution appears to be related to procedural circumstances (patient acoustic windows and shadowing from catheter shaft). The reported medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.